Event description:
Device remains implanted. Clinic nurse called to report the device tripped eri earlier than expected as reported via home monitoring. According to the nurse, the battery longevity as seen on hm site on 6/19/2021 was 3.02v and 53 percent remaining longevity. The nurse alerted the physician and the patient is scheduled for today (B)(6) 2021 to be seen by physician in clinic to discuss generator replacement. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 device explanted. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.